Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to defective q1 and v4 components on ECG "d". The belt was unable to pass falloff testing. The root cause for the defective q1 and v4 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.